Event description:
Device 1 of 4. Reference MFR report #s 1627487-2015-00021, 1627487-2015-00022 and 1627487-00023. The patient (B)(6) was implanted with two ipgs. It was reported the patient experienced pocket heating during recharge of the ipg(s). It is unknown when this issue occurred and whether it pertains to both the devices. The ipgs were explanted and replaced on (B)(6) 2015 due to a non-related issue. (Reference MFR report #s 1627487-2014-21727 and 1627487-2014-21728).

Manufacturer narrative:
Results: - the complaint concerning ¿pocket heating while recharge" was confirmed in the investigation for CAPA (B)(4). Additional tests for pocket heating are not required. As received, the ipg was responsive and communicated with lab utilities. Visual inspection identified instrumentation marks on the header and can consistent with explant damage. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This device model is associated with a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #s 1627487-2015-00021, 1627487-2015-00022 and 1627487-00023.